Manufacturer narrative:
Concomitant medical products: product ID 8598 (distal catheter revision segment), serial# (B)(4), explanted: no - "total spinal segment of the catheter remained in the patient due to scarring"; product ID 8596 (proximal catheter revision segment), serial# (B)(4), explanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product ID 8598, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient's system was removed due to infection in (B)(6) 2012.

Event description:
Follow-up information received indicated that the patient did not undergo an explant of the pump system in (B)(6) 2012. Per reporter the: on (B)(6) 2012, the patient reported to the clinic for a pump refill, at which time her dose rate was changed to flex mode. At that time, the patient's pump contained 2000-mcg/ml concentration of baclofen and she received 721-mcg/day doses provided at 28-mcg/hour, except between the hours of 4:00 am and 5:00 am. The physician reported that a 5 mm area of redness/scab appeared over the patient's abdominal incision at this time. On (B)(6) 2012, a school nurse reported that a "stitch had broken out of the skin" while the patient was at school. The physician noted that this occurred at the pocket site. On (B)(6) 2012, the patient presented at another hospital's emergency room with a "suspicious pump infection." At that time, the patient presented with a temperature of 101.2 degrees fahrenheit, a purulent discharge from a 5 mm pinhole at the pocket site, with a stitch visible and exposure of the pump hardware; the patient was administered intravenous (IV) vancomycin. Later, on the same day, the patient was transferred to another clinic where she underwent explant surgery, upon which the pump and partial catheter were removed. At the time of explant, the patient received doses of 75-mcg/hour baclofen. Wound cultures of the pocket site rendered positive results for serratia; the patient also had uti (urinary tract infection) pseudomonas. The patient was treated with IV cefipeme and later discharged from the clinic on (B)(6) 2012, in stable condition. On (B)(6) 2012, the patient presented in the emergency room of the facility from which she was discharged and she was admitted for clear fluid draining from her lumbar wound; unsure if it was csf (cerebrospinal fluid). At that time, the patient was taken to surgery where a laminectomy was performed at the l3/l4 spinal level to remove the portion of the catheter that remained from the explant on (B)(6) 2012. Per the physician's operative report, the surgeon was unable to remove the total spinal segment of the catheter that remained in the patient due to scarring. The patient was then started on vancomycin and cefepine (route of administration not specified). Cultures from the patient's lumbar area rendered positive for coans (coagulase-negative staphylococcus) and pseudomonas; the patient was continued on the same antibiotics (i.e., vancomycin and cefepine).on (B)(6) 2013, the patient was discharged from the clinic, and on (B)(6) 2013, the patient underwent re-implantation of a new pump system (i.e., pump and catheter). The patient was stable.